Manufacturer narrative:
The customer suspected device was returned for investigation. Upon evaluation of the returned device the following defects were noticed: defects of the bending section and insertion tube, adhesive of bending section is chipped or peeling off or falls, deformation or breakage due to physical stress, deterioration or discoloration due to chemical stress during cleaning or reprocessing of scope, debris/foreign material/corrosion on the electric contact part of the video connector (the el connector), and no image-unrestorable-error code, b30 (scope communication error). The faulty parts were replaced and device return to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope exhibited image defect. Upon inspection and testing of the returned device, b30 (scope communication error) was noticed due to dirt on the electrical contacts of the video connector. This report is being submitted for the event found during evaluation. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. Correction to the initial medwatch. The aware date should be 20-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the defect of image sensor unit or failure of internal board of video connector unit or the system caused the event. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.